Manufacturer narrative:
Occupation was lay user/patient.

Event description:
The customer received questionable result from coaguchek xs meter serial number (B)(4). At 1:30 pm, the result from the meter was 2.1 inr. The result from the laboratory within seven hours was 3.1 inr. There was no allegation of an adverse event. The customer was not anemic or polycythemic, did not know hematocrit, did not have antiphospholipid antibodies, was not on direct thrombin inhibitors, had no heparin, had not been ill, no new medications, no dosage changes, no diet changes, and no symptoms of bleeding or bruising. The therapeutic range was 2.0-3.5 inr. The suspect product was requested to be returned for investigation. Replacement product was sent. The complained test strips have been calibrated against the who standard rtf/16 and the affected by recall. Corresponding retention test strips (lot 28631921) were tested in comparison to master lot #28632180 (recalibrated lot to rtf/09). The corresponding retention material complies with the specification, based on requirements of the regular retention testing process of the qc department. The retention material and comparable masterlot test strips did not show abnormalities. Investigations have indicated results are reliable from 0.8 to 4.5 inr, since the calibration data covers this measuring range very well.